Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 MDR's filed for the same patient (reference 1825034-2016-04149 / 04150).

Event description:
Patient's legal counsel reported patient underwent right hip revision procedure approximately eight years post-implantation due to unspecified allegations. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow up report is being filed to relay additional information.

Manufacturer narrative:
This follow-up report is being filed to correct information.the product identification necessary to review manufacturing history was not provided.